Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Pd-any device-(twist, bent, kinked): the cause of the sheath kinks was most likely patient condition related due to large amounts of tissue and high bmi.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during implantation of an impella pump the sheaths kinked inside the patient's body and the pump was unable to pass through. A 16 fr gore sheath was successfully used instead.

Manufacturer narrative:
Additional information has been provided in d9 and h6.